Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 145 mg/dl. A systems check was performed with tandem technical support, a replacement pump was sent to the customer to resolve the issue. The customer resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.